Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter corporate product surveillance (cps) of a clearlink primary set in which the check valve is not functioning properly; since immunoglobulin medication is running pass and above the check valve. The primary bag (unknown bag) contains saline and the secondary bag (unknown) contains immunoglobulin. A sigma spectrum pump was being used with these products during an infusion on a patient. Also a clearlink secondary set was connected to the primary set. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.